Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown symptoms. The patient reported that they were having a lot of difficulty making the programmer work. The patient stated that it is sporadic, but sometimes it works fine and other times they have to mess with it for 5 minutes before it will finally function and get to the therapy screen. The patient confirmed the poor communication screen. The patient connected the antenna, tried to sync and it did not resolve the issue. The patient then synced with the programmer on the ins without the antenna and reported that the issue was resolved. The patient was sent a replacement device. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.